Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, hepatic disease. Since no edwards defect was identified, corrective or preventative actions are not required edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "acute fracture of a self-expanding transcatheter aortic valve after postdilatation resulting in structural valve deterioration", corresponding author/s dr.(B)(6), the following events were identified as related to ew devices: a 66-y-o patient with a 3300tfx21mm valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of four (4) years and seventeen (17) days due to degeneration leading to severe stenosis (left ventricular ejection fraction (lvef) 55-60%). The patient presented with fast atrial fibrillation, exertional breathlessness, nyha calls ii symptoms and chest pain when admitted to hospital. A 26mm non-edwards transcatheter valve was implanted within the pre-existing edwards surgical device. The mean transvalvular gradient was reduced to 26 mm hg and the aortic regurgitation (ar) to mild.